Event description:
Customer's family member reported customer being hospitalized due to high blood glucose. Customer had a respiratory infection and was vomitting prior to being admitted. Family member also stated that customer has been having problems with no delivery alarms. Unable to troubleshooting pump because family member did not have the pump during the call.